Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. While in training the buttons on the insulin pump stopped responding and he could hear a constant tone. The insulin pump also had a blank display. His blood glucose level was 83 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with program alarm anomaly and motor error alarm and constant tone. The problem was isolated to the motherboard. No blank display noted. All the buttons functioned properly and no moisture damage on keypad traces noted. The keypad connector was fully locked. No cosmetic damage noted.